Event description:
A nurse reports that an intraocular lens (iol) was warmed prior to implant surgery and after insertion, the lens looked 'foggy'. The incision was enlarged to facilitate removal and replacement of the iol. The nurse indicated they did not believe the iol malfunctioned.